Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 20mm watchman flx closure device was implanted. At a routine 45-day follow-up appointment, transesophageal echocardiogram (tee) revealed a thrombus on the threaded insert and fabric of the closure device. The patient stated they had not been compliant with taking the anticoagulation medication as prescribed. The patient was instructed to continue anticoagulation medication until the next follow up tee exam.